Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, computed tomography (CT) scan revealed a possible endoleak with aneurysm sac growth from 3.9 to 6.5 cm. On (B)(6) 2012, CT angiogram confirmed a type iii endoleak at the junction of the trunk-ipsilateral and contralateral components of the stent-graft system. A reintervention procedure was scheduled for (B)(6) 2012.

Manufacturer narrative:
Other excluder components included in this report: (B)(4). Results - a review of the mfg records for the device verified that the lot met all pre-release specs. Imaging eval findings: there appears to be contrast outside of the implanted device. Origin of contrast is unk. There appears to be an unk density within the aneurysmal sac. This is visible on both the delayed and arterial CT. There appears to be contrast in the ima.